Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Article entitled ¿recreational activity after cementless total hip arthroplasty in patients older than 75 years" written by alexander zimmerer, luis navas, stefan kinkel, stefan weiss, matthias hauschild, wolfgang miehlke, and marcus streit published by the archives of orrthopaedic and trauma surgery accepted on april 3, 2021 was reviewed. The article's purpose was to perform a retrospective study in a cohort of 79 patients with mean age at surgery of 78 years to compared activity levels before and at mid-term (4-8 years) followup after primary thas were performed in patients older than 75 years. The results determined that 6 years after tha, 72% of preoperative active patients had returned to activity. Findings: while the study identified a decline in high-impact activities post-operatively, low-impact activities increased and no adverse events were identified outside of two patients that were excluded from the study secondary to one aseptic stem loosening and one septic revision during the study period (4-8 years post-op). Components: a cementless competitor cup was used in 8 hips. A pinnacle acetabular cup was used in 81 hips and a cementless corail stem was used in all 89 hips.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.